Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the guide wire tip was removed with a snare wire. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The body of the guidewire is broken at 195,5 cm from the proximal end. Overall length and outer diameter (od) of the distal tip could not be performed due to device condition (body broken). Od of middle of the device and od of proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the guide wire tip was removed with a snare wire. The patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 200cm, 8cm v-18¿ control wire¿ guide wire was advanced the tip broke off in the femoral artery. No patient complications were reported.